Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Suspected cause was due to having a basal rate that was too high. Due to the low bg, customer slipped and fell and bruised their shoulder. Customer consumed carbohydrates to address low bg. Tandem technical support guided the customer through correcting the basal rate to address the event.